Event description:
Reporter wore patch on shoulder in 2007 for about 8 hours. In center of patch area, there was an inch to inch and a half size burn. She saw doctor and was told that she had a 3rd degree chemical burn.